Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #a9e82m. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the jaws closed and a malformed (teardrop) clip in the jaws. There was no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated. The device was disassembled to evaluate the condition of the internal components: the latch and latch post were found damaged, the inner coupling was found broken, and the trigger was found bent, not allowing the internal components to move appropriately and feed clips into the jaws of the device. Nineteen (19) clips were found remaining inside the clip track. A CT scan performed prior to physical analysis showed the jaws in the closed position with a malformed (teardrop) clip between them. The trigger was noted to be bent and the latch showed signs of deformation. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damaged on the device could be that the internal ribs were causing increased friction of the feeder plate and former plate, causing the trigger to experienced additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch a9e82m, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 4/29/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that during an unknown procedure, clips were malformed.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2025 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)". Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.